Event description:
Event description: it was reported that two days after a coronary artery drug eluting stenting treatment procedure a sub acute thrombosis (sat) occurred. Pror to the initial stenting procedure, the pt experienced unstable angina. The lesion was located in the mid right coronary artery (rca). During the initial stenting procedure, a jr4 guide catheter with side holes was advanced into the rca. The vessel was injected with contrast for an angiographic guiding projection . The lesion was predilated with a 2.50x15.0mm balloon. The stent delivery system (sds) was then advanced across the lesion. The physician successfully implanted a taxus express2 3.00x28.0mm drug eluting stent (des). The balloon and guidewire were removed. Angiography results revealed 0% residual stenosis with excellent timi-3 flow. There were no complications during the procedure. The pt was treated with aspirin and plavix post-procedure and kept overnight for observation and close clinical follow-up. Two days after the coronary artery drug eluting stenting treatment procedure the pt experienced an acute myocardial infraction (mi). The pt was brough to the cardiac catheterization lab, was prepped and draped in sterile fashion. After administration of local anesthesia the right femoral artery (rfa) was entered percutaneously using a 6-french sheath was inserted over a guidewire. Diagnostic coronary angiography of the rca was performed using a 6-french jr4 guide catheter. The rca had a 40% stenosed lesion in the ostium. The site of previous stenting in the mid rca was widely patent. The distal mid intra-coronary stent was totally occluded. The pt received heparin and lovenox. A 6-french right 4 guide catheter was advance over the guidewire to the right coronary ostium. There was evidence of ventricularization of pressure, so the guide catheter were removed and exchanged for a 6-french right 4 guide catheter with side holes. A 0.014 all star guidewire was advanced through the rca and positioned in the distal portion of the vessel. An export aspiration catheter was advanced through the rca. The physician was unable to completely cross the previously implanted stent, but the thrombus was aspirated. A maverick 3.00x12.0mm balloon was advanced over the guidewire and positioned in the distal portion of the stent. Angiogplasty was performed to a peak atmospheric pressure of 10 atms over a 30 second time period. The balloon was withdrawn. There was now timi-3 flow distally, but there still was a large thrombus burden both in the distal portion of the stent and just past the stent. The export aspiration catheter was then again advanced through the rca and a significant amount of thrombus was aspirated. This procedure was repeated one more time. Next, a quantum maverick 3.00x12.0mm balloon was advanced over the guidewire and positioned inside the stent. The balloon was post-dilated at 18 atms for 30 seconds. The balloon was then withdrawn. Just distal to the initial stent, there appeared to be a "flap". The physician successfully implanted another taxus express2 3.00x16.0mm des just distal to the initial stent being careful to overlap the stents. The stent was post-dilated at 20 atms for 30 seconds. The sds was withdrawn into the more proximal portion of the stent and post-dilated at 20 atms for 30 seconds. The sds, catheter and guidewire were removed. Left ventriculography was performed using a 6-french pigtail catheter which revealed a hypokinetic inferobasilar wall with otherwise preserved left ventricular systolic function. Following completion of the procedure, the right femoral arteral sheath was removed using angio-seal . There were no pt complications following the intervention procedure. No further information could be obtained.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.